Event description:
It was reported that the patient experienced mental confusion. The healthcare provider (hcp) believed the issue to be due to the prialt drug level. The patient was hospitalized for multiple issues including renal failure and mental status confusion as well as altered mental status. After approximately 1 week in the hospital the hcp was notified that the pump was to be turned down to minimum rate to rule out the contribution of the pump to determine the cause of all of the patient¿s symptoms. The patient underwent brain magnetic resonance imaging (MRI) and the pump was also checked after the procedure. All normal readings were found. The pump was currently running at minimum rate. The nurse reported that the patient was complaining of pain not controlled after the pump was turned down to minimum rate. It was noted that the pump delivered prialt 25mcg/ml at 5.402mcg/day. It was later reported that the patient remained in the hospital. The patient was admitted on (B)(6) 2013 and the pain pump office did not find out about the admit until (B)(6) 2013. The pump remained at minimum rate and the patient had an increase in pain. The brain MRI was performed (B)(6) 2013; results were unknown. It was later reported that the patient¿s primary care office had the patient taking oral morphine that the hospital did not know of. However, the cause of the issues remained unknown. The pump continued to infuse at minimum rate. It was later reported that the patient was released from the hospital and had since been into the pain clinic. The nurse reported that the patient¿s pump had been started back to simple continuous mode to restart the titration process. It was believed that the issues that initially sent the patient to the emergency room (ER) were caused by the oral morphine that the patient was taking as prescribed by the primary care office.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).